Event description:
A female pt of unk age presented for an endovenous laser treatment. Post ablation, the physician was performing an ultrasound to confirm that the vein was closed and that there is no more blood flow when they noted an anomaly which they believe to be either part of the laser fiber/sheath that may have detached / fractured during the ablation or blood. There was no report of permanent harm or injury to the pt due to this product problem. It was noted that the procedure was successfully completed with this device.

Manufacturer narrative:
The reported defective device has been returned to the MFR and an investigation into the root cause for event is currently in progress. An initial device eval was performed and the returned fiber and sheath appear to be intact. However it was noted that the gold tip of the fiber had become dislodged and was stuck inside the sheath. The full results of the device eval will be sent via a f/u medwatch. A review of the lot history records was performed for the packaging and component lots obtained through a ship history report for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).